Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the common compute controller (ccc). The system was test and verified as ready for use. The ccc has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. The vison side cart ccc was visually inspected, where no issues were found. The unit was taken to a programming station where it was confirmed bricked through vmware. As a result of these findings, the root cause was determined to be a bricked ccc.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system would not power up completely. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to disconnect the blue fiber cables from the tower and boot up the components in standalone mode. The robot and console booted up without issues, but the tower's power button continued to blink blue. The tse then had the tower undergo a hard power cycle, but it still failed to boot up fully. The customer planned to discuss the situation with their manager since the other two systems were in use. There was uncertainty about any power issues occurring the previous night. The procedure was aborted with no patient involvement.